Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('chronic low back pain') in a 47-year-old female patient who had essure (batch no. B21576, b44007) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menopause and body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), vertigo ("vertigos"), malaise ("sensation to be unwell / feeling of malaise") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy as per patient's request). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, alopecia, vertigo, malaise and asthenia outcome was unknown. The reporter considered alopecia, asthenia, back pain, malaise and vertigo to be related to essure. The reporter commented: essure was removed on (B)(6) 2018 and on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Batch no: b21576, manufacturing date: 2013/04, expiration date: 2016/04. Batch no b44007, manufacturing date: 2013-06-20, expiration date 2016-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: case(B)(4) (mrf# 2951250-2019-13001) was found to be duplicate of this case. All information from report (B)(4) was transferred to this remaining case (no new significant information added). We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ("chronic lumbar pain") in a 47-year-old female patient who had essure (batch no. B21576 ,b44007) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menopause and body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), vertigo ("vertigos"), malaise ("sensation to be unwell") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy as per patient's request). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, alopecia, vertigo, malaise and asthenia outcome was unknown. The reporter considered alopecia, asthenia, back pain, malaise and vertigo to be related to essure. The reporter commented: essure was removed on (B)(6) 2018 and on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Batch no: b21576, manufacturing date: 2013/04, expiration date: 2016/04. Batch no b44007, manufacturing date: 2013-06-20, expiration date: 2016-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ("chronic lumbar pain") in a 47-year-old female patient who had essure (batch no. B44007 / b21576) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menopause and body mass index normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), vertigo ("vertigos"), malaise ("sensation to be unwell") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy as per patient's request). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, alopecia, vertigo, malaise and asthenia outcome was unknown. The reporter considered alopecia, asthenia, back pain, malaise and vertigo to be related to essure. The reporter commented: essure was removed on (B)(6) 2018 and on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure device removal questionnaire ¿ new reporter (health professional); patient¿s demographic data; medical history (relatively early menopause); essure removal dates ((B)(6) 2018 and (B)(6) 2019); reason for essure removal (patient's request due to events alopecia, back pain, malaise and vertigo); reporter¿s causality assessment (related - essure contributed to the onset of the adverse events). No follow-up performed 6 or more months following essure removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ("chronic lumbar pain") in a (B)(6)female patient who had essure (batch no. B44007;b21576) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), vertigo ("vertigos"), malaise ("sensation to be unwell") and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on 8-oct-2018. At the time of the report, the back pain, alopecia, vertigo, malaise and asthenia outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, back pain, malaise and vertigo with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.